Manufacturer narrative:
(B)(4). Medical product: vanguard cr ilok femoral, catalog #: 183032, lot #: unk; vanguard stabilized bearing, catalog #: 183440, lot #: unk; biomet I-beam tray, catalog #: 141224, lot #: unk; biomet arcom 3 peg/post patella, catalog #: unk, lot #: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event: 0001822565-2018-07578; 0001822565-2018-07582; 0001822565-2018-07584; 0001822565-2018-07586. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Patient was noted to have deep vein thrombosis. Patient was noted to have c-diff.